Event description:
On (B)(6) 2010, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat a proximal type I endoleak from a previously implanted medtronic talent device. The endoleak was not resolved so, the decision was made to implant a palmaz stent. The endoleak was still not resolved. The proximal area was ballooned with a cordis balloon to try to resolve the endoleak. The pt's aorta ruptured. The pt was converted to an open repair. The pt tolerated the procedure. No further info is available to gore.

Manufacturer narrative:
No review of the mfg paperwork has been conducted since the device lot serial number is unavailable.